Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was observed to be flowing back into the cartridge when the customer disconnected from the site. Customer's blood glucose level was 185 mg/dl. Reportedly, the customer continued to use the cartridge for insulin deliveries.